Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of hyperglycemia and hypoglycemia while using the ilet system, with noted prolonged infusion set wear of 10 days, intermittent disconnection from the system, and a one-time self-administered dose of long-acting insulin without hcp direction; education and troubleshooting were provided on infusion set change intervals, reconnection practices, backup therapy use, ketone action plan, meal announcements, and alert utilization. Symptoms included high glucose up to 291 mg/dl lasting about 24 hours and a low to 51 mg/dl lasting about 1.5 hours with fatigue; the user treated lows with oral fast-acting carbohydrates and did not require assistance or professional intervention. Outcomes included no hospitalization and no reported long-term health effects. Investigation included review of user-reported data, device use history, and provision of user education. Investigation of this case revealed use-related factors including extended infusion set wear, periods without insulin delivery due to disconnection, and introduction of long-acting insulin that could confound ilet dosing, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to use-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.